Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # unk the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, patient with history of large right lower lobe 4 cm nodule and cocci underwent a right lateral thoracotomy with lower lobectomy. Operative report provided states that the lower lobe ¿clearly had adherent tissue along with a spiculated mass.¿ operative report further notes that after isolation, one of the branches of the pulmonary artery ¿has had a slight avulsion which was controlled with the clamp and a ¿ta 30¿ stapling device was used to control this more proximally and after placing, this was misfired and would not release.¿ the report goes on to say that an ¿echelon stapler¿ was taken behind this and stapled across to the isolated lower lobe bronchus as well as the other vessels without difficulty. The patient was discharged 6 days later after transient atrial fibrillation resolved with meds. Patient was ambulating with minimal assistance, eating well, and having bowel movements.

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022. Please see attached medical record.